Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240/2367 alarm that occurred on the home choice (hc) unit. The hp stated they did not disconnect and the bags were properly connected. The hp used 3 bags and there was only solution in 1. The technical service representative (tsr) had the hp cycle power to clear the alarm, then explained a se 2240 indicates a large amount of air has entered setup and advised the hp finish therapy via manual supplies. There was no patient injury or medical intervention reported. No further information is available at this time.